Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".the insertion date of the sensor was (B)(6) 2024. As per the information that was provided to senseonics, the physician was unable to remove the sensor on the first attempt made on (B)(6) 2024.the sensor was successfully removed during the second removal attempt which took place on (B)(6) 2024.this incident does not require any further investigation. B4.date of this report updated to 13 november 2024. D6b.explanted date updated to (B)(6) 2024. G3 date received by the manufacturer ?07 november 2024. H3.device evaluated by manufacturer? No.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt which is currently scheduled for (B)(6) 2024. The additional information will be provided in a supplemental report.

Event description:
On 30 september 2024, senseonics was made aware of an incident where physician was unable to remove the sensor sn (B)(6) on the first attempt made on 26 september 2024